Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers failed and unable to recover, system was rebooted but problem persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to be recovered; the system was rebooted, but the problem persisted. The field service engineer (fse) found that row b for the enhanced half-height drawer 3.1 was off the bus. The fse opened the drawer and observed that no tray light was present. The row-board cable connection was found to be loose, and the fse reseated the connection. Debris was also cleaned out of the drawer. The drawer was tested in diagnostics, and a proactive inspection was performed. The system functioned as intended after the field service engineer repaired the device.